Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned that they had their ins replaced previously due to them letting it die too many times and then it no longer working. No symptoms were reported.